Event description:
A customer in the united states reported that multiple heating elements on the artisan instrument were staying on after a run was completed on (B)(6) 2025. An agilent field service engineer (fse) serviced the instrument and verified the customer's complaint. 42 heaters had short circuited due to an aspiration issue which caused reagent to overflow onto a heater control board. The fse replaced the 42 heaters and all required components. The instrument is fully operational and ready for use. Testing was able to be completed with another instrument. Reagent spilling onto the heater control board has the potential to short circuit the heater control board and not provide accurate data flow and signal transmission to the respective heater plates causing them to remain on when unintended. While there was no direct, or indirect, user harm reported for this event; it is being reported due to the potential for harm if the event were to reoccur. Therefore, this report is being filed as part of agilent's commitment to due diligence reporting.